Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd insyte¿ autoguard¿ shielded IV catheter, there was an issue with needle retraction failure. The needle jams. There was no report of injury or further medical intervention.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: no. Units nor photos were not provided for observation and/or testing of this incident therefore the alleged defect was not identified or confirmed and a root cause was not established. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of needle retraction failure with lot #8080978 regarding item (B)(4). DHR review was previously conducted for (B)(4); which disclosed the following: lot 8080978; was built on afa line 4 from (B)(6) 2018 thru (B)(6) 2018 and packaged on packaging line 9 from (B)(6) 2018 thru (B)(6) 2018. All required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Needle retraction by button activation was performed at various stages throughout the process, all the inspections passed per specifications. No qns were initiated during the build of this lot. Sap (qn) database review; was conducted for this investigation; which disclosed that there were no reject activity findings relevant to the defect associated with the lot number provided for this incident. No qns were initiated for this lot. The peura (end user risk analysis) was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time. Product quality is evaluated during the manufacturing process with prescribed variable and attributes inspections. These inspections are performed by operators and/or process control technicians to ensure any gross process changes are identified. If defects are observed, disposition of the product, root cause and corrective action are applied according to the quality control plan.

Event description:
It was reported with the use of the bd insyte autoguard shielded IV catheter, there was an issue with needle retraction failure. The needle jams. There was no report of injury or further medical intervention.